Event description:
Customer reported that the css console monitoring computer was making grinding noises. The patient was switched to a backup css console. There was no adverse patient impact. The css console monitoring computer was evaluated on site by a syncardia console service technician. The computer would not turn on. The technician replaced the hard disk drive in the computer, and then the css console passed the console test validation protocol.

Manufacturer narrative:
No evaluation of the css console computer hard drive was necessary, because the hard drive exhibited the same failure mode as previously investigated computer hard drives. This failure mode poses a low risk to a patient, because it does not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. In the event of a monitoring computer failure, user training directs the patient care staff to utilize standard, and readily available , patient monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its evaluation of this complaint and is closing this file.